Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting about 1 to 1.5 months prior to the report, the patient was standing next to a car and when he moved a little bit, he got a sharp pain in his back like he was getting broke in half. When this occurred, he dropped down to the ground onto his knees. It took him a while to get back up due to the pain. This has happened 3 or 4 different times since then. It takes him 3-4 days to be able to get up and move around again after this. Starting 1 to 1.5 weeks prior to the report, the patient noticed that his implantable neurostimulator in his body was getting hotter than normal. The patient could not recall what he was doing at the time when this occurred; however, this has started since the events of the sharp pain in his back. This has happened only a couple of times. There were no further complications reported.